Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
A patient developed a large right apical pneumothorax after a superdimension enb procedure. The pneumothorax was found on a post-op x-ray. A chest tube was inserted. The pneumothorax progressed and a second chest tube was inserted and the patient was admitted to the hospital. The chest tube was removed (B)(6) 2016. A CT with contrast was done on (B)(6) 2016 no pneumothorax was visible. If additional information pertinent to the incident is obtained a follow-up report will be submitted.